Manufacturer narrative:
The investigation is ongoing.

Event description:
The customer has reported a false negative sars-cov-2 sample while using the aries eua-ivd assay. Aries: not detected. Hologic panther: detected (rlu of 1409).